Manufacturer narrative:
Qn# (B)(4). N/a other remarks: n/a corrected data: n/a

Event description:
It was reported that "during the use of the grasper, the ratchet switch on the side broke off during a pediatric surgery. No clinical consequences for the staff or the patient".

Event description:
It was reported that "during the use of the grasper, the ratchet switch on the side broke off during a pediatric surgery. No clinical consequences for the staff or the patient".

Manufacturer narrative:
Qn#(B)(4). The sample was returned to the manufacturer for investigation. The manufacturer, grace manufacturing, reported: "the returned device was received by the quality department. The device was in a plastic bag with the outer "disinfection tag". The device had one missing ratchet switch removed, but other component parts were intact. The device was still functional, and no manufacturing flaws were observed during investigation. The DHR was reviewed. All operations and documentation were completed, and no problems were found. The root cause of the ratchet switch detaching from the device is undetermined. It is possible that the ratchet switch detached due to a design flaw. This is outside the control of the manufacturer. The root cause is unknown, and no corrective actions are necessary at this time." Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.